Event description:
On (B)(6) 2018, the lay-user/patient¿s daughter contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio 2 meter read inaccurately low compared to another device (hospital meter). The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that on (B)(6) 2018 at around 7:00 pm the patient started not feeling well and experienced symptoms of ¿pain in the back of the head, dizziness and high blood pressure¿. In response to the symptoms, the reporter claimed the patient tested her blood glucose with the subject meter and obtained an alleged inaccurate low blood glucose reading of ¿140 mg/dl¿. The patient manages her diabetes with a combination of self-adjusted doses of insulin and an injectable that lowers blood glucose (victoza). The reporter claimed the patient skipped her dose of insulin and victoza as a result of the low result and that she contacted the emergency medical services for assistance. The patient was reportedly taken to hospital where her blood glucose was measured at ¿300 mg/dl¿ on the hospital device. The tests were performed within 30 minutes of each other. ): meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter claimed the patient was treated intravenously but was unable to specify further. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing that the correct testing process was being followed. The csr noted the patient was testing with test strips that were stored incorrectly or were opened past their discard date. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately low result, the alleged meter issue could not be ruled out as a cause or contributor to the event.